Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned or lot number provided. Date of event: bmc musculoskeletal disorders, volume, 11, 2010.

Event description:
Journal article received: reverse liss plating for intertrochanteric hip fractures in elderly patients; zhang c.q., sun y., jin d.x., yao c., chen s.b., zeng b.f.; bmc musculoskeletal disorders. 2010 ; 11 :166; reported: twenty eight elderly patients (19 women and 9 men, age range: 58 to 102 years, mean age of 82.3 years) with osteoporosis that suffer from intertrochanteric hip fractures have difficulty achieving internal fixation. Using the less invasive stabilization system (liss) in reverse position for the repair of intertrochanteric hip fractures leads to repair of the hip fractures in osteoporotic bones. Based on the evens classification, there was several fracture types noticed amongst all patients: 2 cases of type I fractures, 2 cases of type ii fractures, 3 cases of type iii fractures, 13 cases of type IV fractures, 6 cases of type v fractures and 2 cases of type r fractures. The average post-operative hospital stay was 8.7 days with a range of 3 to 14 days. Radiographically, there were no structural collapses, screw cutouts, or head penetrations seen. All patients had a monotonous fracture healing and union was achieved within six months. No patient was not lost to follow-up or died during the period of follow-up. Post-operatively, one patient had a minor wound hematoma. It is unknown if the product was a synthes device. This report is 1 of 1 for complaint (B)(4).